Event description:
A healthcare professional reported that during surgery, an ophthalmic handpiece not providing any phacoemulsification power. Details of surgery was not provided. No impact on patient was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting that the event occurred during cataract phacoemulsification procedure. The procedure was completed with alternative product. There was no patient impact.